Event description:
It was reported that the pump had an eri (elective replacement indicator) of 1 month. The patient had no signs or symptoms. The pump was replaced. The patient recovered without sequela. The severity of the event was noted to be ¿moderate¿. The pump was delivering hydromorphone, bupivacaine, clonidine, and fentanyl. It was later reported that it was a normal pump replacement due to eri; there were no product or customer concerns. It was later reported that pump interrogation on (B)(4) 2013 showed that the eri was 1 month. It was later reported that the patient experienced continued pain related to the event. Additional information was received and it was reported that during the pump replacement surgery, the pump connector appeared somewhat worn. It was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). The pump was returned for analysis. Functional checks during decontamination were acceptable, no destructive analysis was performed. The pump connector was not returned for analysis.